Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Devine, o., harborne, a., lo, w.b., weinberg, d., ciras, m., price, r. Unusual placement of intrathecal baclofen pumps: report of two cases. Acta neurochirurgica. 2015. Summary: intrathecal baclofen delivery via implantable pump represents an important modality for symptomatic relief in patients with chronic spasticity. Pumps are routinely implanted subcutaneously in the anterior abdominal wall. We describe two unusual cases where skin-related complications necessitated revision surgery in order to relocate the pump to alternative sites. Reported events: case 2: a (B)(6) man with a background of cerebral palsy and spastic diplegia had a right flank itb pump inserted 7 years previously. During a routine follow-up clinic, the itb pump was visibly protruding through the subcutaneous tissue of the abdominal wall. This complication occurred following a period of significant weight loss after his recent move to university. Otherwise, the patient was apyrexial and there was no erythema, purulent discharge or raised temperature in the skin. Wbc and crp were normal. Six days later, the patient underwent are-siting procedure. The old transverse wound was opened and the original pump was dissected from its capsule. It was then inserted into the potential space developed between the superior rectus abdominus and the posterior rectus sheath. The pump was anchored to the posterior rectus sheath with polyester suture. A new proximal catheter was attached to the pump and brought out superficial to the superficial linea alba, where it was connected to the old distal catheter using a straight connector. The wound was closed in layers. Follow-up was being conducted to obtain the concentration and dose of baclofen being delivered via the device, other medications the patient was taking at the time of the event, patient identification, device information and the event date. If additional information is received, a follow-up report will be sent.